Event description:
The customer reported via phone call that they had high blood glucose. Customer reported their blood glucose rising between 500 mg/dl and 600 mg/dl. The customer stated they experienced nausea and frequent urination from their blood glucose. The customer was able to treat for their high blood glucose. Troubleshooting found the customer did not have any leaks or air bubbles present. Customer also reported their cannula was straight but came out at a slit angle upon removal from their body. The customer reported the insulin pump passed a high pressure test during troubleshooting. The customer also reported the insulin pump was cracked at the battery compartment. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, broken battery tube threads, a cracked reservoir tube lip, and a cracked case at the reservoir tube window corners.